Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During device preparation for the pulmonary vein isolation procedure, the contact force did not display and also could not be zeroed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.